Event description:
A (B)(6) male pt, contacted zoll customer support to report that the cable coming from the vibration box was ripped out. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged e-belt cable) has been confirmed. Upon eval, it was found that the cable connecting the rear 2-wire te to the distribution node was ripped from the distribution node. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. The belt was fully functional once the cable was replaced. No adverse event resulted from the defective electrode belt cable. The pt received a replacement electrode belt.